Event description:
A surgeon reports two pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. The surgeon reports that this event is not lens-related. Additional info has been requested. This report is for the second of two pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/24/08 and 11/3/08 by phone, fax, and mail. A completed questionnaire has not been received.